Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, occlusion, rewind, basic occlusion, prime and no delivery tests. No motor error alarm or no delivery alarm noted. Motor passed motor test. Insulin pump had minor scratched display window.

Event description:
Customer reported receiving a motor error and no delivery alarms during bolus. Customer's current blood glucose reading is 256 mg/dl. Customer declined troubleshooting. No further information reported.